Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the caller was instructed to continue using the pump and to call back if the malfunction code recurred. No further issues were reported after the reset.